Event description:
It was reported that the patient was getting great relief from his lower back pain. However, the patient was having battery site pain. There was no report of patient harm or injury. The patient underwent surgery to reposition the implantable pulse generator (ipg) without complication. Following the ipg repositioning, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The device remains implanted and functional. The device history record was reviewed. No nonformances were found to be associated with the device. This report is associated with the mml manufacturing report number 3021520203-2024-00005.

Manufacturer narrative:
Mml reference #: (B)(4).

Manufacturer narrative:
Mml reference #: (B)(4). The ipg was returned and evaluated. There was no allegation against its functionality. The ipg passed functional testing and operated within the manufacturing specifications. The visual inspection found no observation that would have contributed to the patient's pain. Updated h6. Corrected the event description ( b5). The ipg was revised and a new ipg was implanted.

Event description:
It was reported that the patient was getting great relief from his lower back pain. However, the patient was having battery site pain. There was no report of patient harm or injury. The patient underwent surgery to replace the implantable pulse generator (ipg) without complication. A new ipg was implanted. Following the ipg replacement, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The device history record was reviewed. No performances were found to be associated with the device. This report is associated with the mml manufacturing report number 3021520203-2024-00005.